Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she realized the string on a tampon was too short after inserting the tampon. She had to reach inside her vaginal cavity to find the string and remove the pledget. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
H10 device evaluation: a visual inspection of five companion samples did not observe any product defects or abnormalities.